Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with uterosacral vaginal vault suspension, anterior and posterior colporrhaphy, due to pelvic organ prolapse, menometrorrhagia, and incontinence. It was reported that the patient experienced pain, infection, urinary/bowel problems, recurrence, and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency and urinary tract infection. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary frequency and urinary tract infection.